Manufacturer narrative:
(B)(4) .follow up. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported that the bd syringe had leakage past the stopper. The following information was provided by the initial reporter: material # unknown lot # unknown verbatim: rcc received a complaint via email. One of the bd syringes (ref 30965) that are used in our pharmacy for dispensing patient doses had some of the drawn material leak past the plunger seal. I was curious to find out if there is any information available with regard to proper drawing techniques and use of these syringes. I suspect that the pharmacist either drew up too far, or was manipulating the plunger during dispensing that the seal became disengaged with the barrel and allow some of the contents to leak past. Material # : unknown batch # : unknown occurrence: 1 patient impacted? : no patient impact (desc.) : no date of event: unknown sample available: unknown.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.